Manufacturer narrative:
The device was returned of unable to interrogate was confirmed. The device was received with intermittent telemetry and no output. Analysis performed did not identify any functional issues. Visual inspection of the pre-casted header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device was operating at end of service (eos) voltage consistent with normal usage that resulted in the reported event. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented in clinic due to loss of consciousness. Device interrogation revealed failure to interrogate inductive and radio frequency on the pacemaker. The physician elected to explant and replaced the pacemaker. The patient was in stable condition.